Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (296 mg/dl). The customer delivered a correction insulin bolus to treat the elevated bg level.